Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc , serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information previously reported was submitted in error and no longer applies to this report. The previous information has been reported under manufacturer report #3004209178-2014-13388 it was reported following a pump replacement, the patient was "sick as a dog". The patient first assumed it was related to the anesthesia from the surgery. Since the replacement, the patient has not been able to go to the store, she couldn¿t walk, was throwing up, and had violent headaches. The patient was "afraid she was dying". These symptoms came on suddenly, four days after the surgery. The patient was in the hospital for the past week and was released yesterday. They could not find anything wrong with her. The pump was supposed to be checked by a manufacturer representative but they never showed. The patient had a barium study and CT scan from "head to toe" when she was in the hospital. The patient felt like it was the pump causing her trouble. It was noted the patients current pump was filled with medication they pulled from the old pump that was described as "golden in color". The pump was filled last tuesday and it was turned up by 15-20% to 3.0/day. It was noted they pulled 6ccs out, which was noted to be greater than expected. Since the implant, the pump implant was sore and the pain at the pump implant site took the patients breathe away. The patient stated last saturday, the pump was refilled and the pump had fluid around it. The pump was used to deliver morphine.

Event description:
It was reported the patient had a new pump implanted because their old pump was not compatible with the personal therapy manager (ptm). The patient's healthcare professional (hcp) wanted her to have a ptm so he replaced the pump. It was noted there was sterile morphine in the pump that was 6 months old so they put it in the new pump. The drug was golden in color.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).